Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), dyspareunia ("pain during intercourse"), back pain ("back pain") and dysgeusia ("a metal taste in her mouth"). The patient was treated with surgery (she underwent a hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / migration of essure device location of device: outside fallopian tubes'), device dislocation ('migration'), pelvic pain ('pelvic pains / pain') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included overweight, menstrual disorder, venereal disease nos, paraesthesia, hemorrhoids, esophageal reflux and urinary frequency. Current weight 210 lbs. Concurrent conditions included dysfunctional uterine bleeding, uterine leiomyoma, dyslipidemia, anemia, synovial cyst, vitamin d deficiency, tuberculosis, uterine bleeding, nocturia, overactive bladder, urinary incontinence, endocervical squamous metaplasia, cervicitis and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: extreme mood swings/ hormonal changes"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dysgeusia ("a metal taste in her mouth"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), migraine ("migraines / headaches"), paraesthesia ("neurological conditions or problems type: tingly legs") and nervous system disorder ("nuero condit/problems"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, back pain, dysgeusia and cystitis outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, mood swings, bladder disorder, urinary tract disorder, migraine, paraesthesia, vaginal discharge, weight increased, urinary tract infection, nausea and nervous system disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, nervous system disorder, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, vaginal discharge, migraine headache, dyspareunia. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: new events migration, neuro condit/problems were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / migration of essure device location of device: outside fallopian tubes'), pelvic pain ('pelvic pains / pain') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included overweight, menstrual disorder, venereal disease nos, paraesthesia, hemorrhoids, esophageal reflux and urinary frequency. Current weight 210 lbs. Concurrent conditions included dysfunctional uterine bleeding, uterine leiomyoma, dyslipidemia, anemia, synovial cyst, vitamin d deficiency, tuberculosis, uterine bleeding, nocturia, overactive bladder, urinary incontinence, endocervical squamous metaplasia, cervicitis and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: extreme mood swings"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dysgeusia ("a metal taste in her mouth"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), migraine ("migraines / headaches") and paraesthesia ("neurological conditions or problems type: tingly legs"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, back pain, dysgeusia and cystitis outcome was unknown and the dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, mood swings, bladder disorder, urinary tract disorder, migraine, paraesthesia, vaginal discharge, weight increased, urinary tract infection and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, vaginal discharge, migraine headache, dyspareunia. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received : new events added - " fallopian tube perforation, hormonal changes describe: extreme mood swings, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: bladder infections, bladder disorder, urinary tract disorder, migraines / headaches, neurological conditions or problems type: tingly legs, nickel allergy, dysmenorrhea (cramping), vaginal discharge, weight gain, infection (bladder/ urinary tract/ vaginal) type: uti, nausea, lower abdominal pain, device monitoring procedure not performed". New reporter, patient details, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / migration of essure device location of device: outside fallopian tubes'), device dislocation ('migration') and pelvic pain ('pelvic pains / pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included overweight, menstrual disorder, venereal disease nos, paraesthesia, hemorrhoids, esophageal reflux and urinary frequency. Current weight 210 lbs. (B)(6) 2011-pathology report pathologic diagnosis- a: endometrial biopsy: secretory endometrium. Concurrent conditions included dysfunctional uterine bleeding, uterine leiomyoma, dyslipidemia, anemia, synovial cyst, vitamin d deficiency, tuberculosis, uterine bleeding, nocturia, overactive bladder, urinary incontinence, endocervical squamous metaplasia, cervicitis and adenomyosis. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and misoprostol (cytotec). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: extreme mood swings/ hormonal changes"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dysgeusia ("a metal taste in her mouth"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), migraine ("migraines / headaches"), paraesthesia ("neurological conditions or problems type: tingly legs") and nervous system disorder ("nuero condit/problems"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain and dysgeusia outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, mood swings, cystitis, bladder disorder, urinary tract disorder, migraine, paraesthesia, vaginal discharge, weight increased, urinary tract infection, nausea and nervous system disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, nervous system disorder, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-left-3 and right-3 coils were visulized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, vaginal discharge, migraine headache, dyspareunia, genital haemorrhage. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received : events outcome updated. Aka added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.